Event description:
It was reported that the device had early elective replacement indicator. The device was explanted and was replaced. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 419478 implantable pacing lead (B)(6) 2010; 0155 competitor implantable tachy lead (B)(6) 2002; 4087 competitor implantable pacing lead (B)(6) 2002; 4513 competitor implantable pacing lead 2002; 6937a-35 implantable tachy lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.